Manufacturer narrative:
The reported event is confirmed - manufacturing related. A potential root cause for this failure could be imperfection in balloon due to process. Received three (3) photo samples. All photo sample showcase an overview of 3-way temp sensing catheter. Received one (1) 3-way temp sensing catheter (without original packaging). Visual inspection noted a 0.060" pinhole located 0.2690" from trifurcation. This is out of specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that during a pre-test to perform urine catheterization and temperature control in the operating room, sterile water leaked from the base of the foley catheter. The representative confirmed a crack in the shaft near the funnel. The inlet tube was cut and the bag was discarded.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a pre-test to perform urine catheterization and temperature control in the operating room, sterile water leaked from the base of the foley catheter. The representative confirmed a crack in the shaft near the funnel. The inlet tube was cut and the bag was discarded.